Event description:
Customer reported she just got out of the hospital and doctor had told her insulin pump was malfunctioning. Customer's blood glucose was 344 mg/dl. Symptoms were light headed and felt sick to her stomach. Customer was advised by her doctor to revert to back up. She attempted to treat with device. Customer was hospitalized for high blood glucose of 548 mg/dl. Customer did not want to troubleshoot the device and just wanted it replaced. No further information reported.